Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and upon docking. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle pro meter were reviewed and the dhrs showed the freestyle pro meter passed all tests prior to release. Dhrs for the precision test strips were reviewed and the dhrs showed the precision test strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the partial product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A health care professional reported a high reading from an hospital adc blood glucose meter. The health care professional reported a high reading of 234 mg/dl which was higher than a lab reading of 104 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported a high reading from an hospital adc blood glucose meter. The health care professional reported a high reading of 234 mg/dl which was higher than a lab reading of 104 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.